Event description:
Info received by call report. It was reported by the clinician that a patient (pt) was on cath lab & had a 40cc intra-aortic balloon (iab) inserted. Did not appear on fluoroscopy that iab had totally inflated. Clinical on call recommended that clinician turn pump off/on. She was instructed on manual inflation of iab; no change in iab appearance on fluoroscopy. Clinician stated "we can only see about 2/3 to 3/4 of the balloon when inflated". Verified blue connector & pump was set to inflate 40cc helium. Heart rate 80; assisted #'s 112/130/68; map 102. No high pressure or helium loss alarms. Clinical on call discussed with clinical support mgr. Clinical on call returned call to hospital & spoke with clinician in cath lab. Instructed him to go to operator mode & move deflation timing out later to see if a longer inflation time makes iab more visible on fluoroscopy. Clinician did this with no change in appearance of iab. He said they would prefer to replace iab now while pt is on table. He was instructed if they do replace catheter, save the one they remove for follow up testing.

Manufacturer narrative:
Sample will not be returned for eval.